Manufacturer narrative:
(B)(4). The reported condition of a disconnect was not confirmed in the lab due to a lack of sample; however, per the complaint information the most likely cause of the disconnect is due to the supply bag falling and disconnecting. The lot number is unknown; therefore, a batch review was not performed. The complaint is related to the patient not placing the bag in an appropriate location. On page 3-8 of homechoice apd systems patient at-home guide ((B)(4)) issued on (B)(6), 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the use error in the complaint. This incident was resolved over the phone using the current label copy. Similar complaints have been received for this reported problem, but there is no adverse trend identified for this issue

Event description:
A customer contacted (B)(4) requesting to end therapy on the homechoice (hc) unit. The home patient (hp) stated the final bag fell and disconnected. The hp confirmed there was no alarm. The technical service representative (tsr) assisted the hp with ending therapy. The hp confirmed he would complete therapy with manual supplies. The cassette number and lot number were unknown. Product surveillance contacted the hp on (B)(6) 2010 and he stated that the final bag fell because he had the bag set up on a shelf. The hp stated the solution shifting in the bag caused it to fall. He stated that it wasn't the cassette's or the bag's fault; it was his own mistake. The hp stated he didn't set up properly. The hp confirmed he now knows how to properly set up and had resumed with therapy without any further incident. The sample was not available. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.